Event description:
The customer stated a falsely elevated result was generated on the architect ca 19-9xr assay. A patient generated a ca 19-9 result of 460 u/ml on the architect i2000sr analyzer. The patient was hospitalized for an additional test (colonoscopy) and when retested at the hospital laboratory using the roche cobas, yielded a result of 6 u/ml. The customer retested a sample from the serum bank and also obtained another sample from the patient. Both samples generated an architect ca 19-9xr result of 460 u/ml. The serum bank sample was sent to another laboratory and generated a result of 6 u/ml on the ortho method. There was no further information available regarding the colonoscopy test results. No adverse outcome was reported due to the procedure.

Manufacturer narrative:
(B)(4): high test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer confirmed that the elevated results were due to heterophilic antibodies in the patient sample. This issue is addressed in the architect ca 19-9xr package insert under the limitations of the procedure section. A review of customer calls for the architect ca 19-9xr assay determined there is no unusual activity for reagent lot 06085m600. Accuracy testing was performed on lot 06085m600 and met the acceptance criteria. Based on the results of this investigation, the architect ca19-9xr reagent kit, list 2k91 lot 06085m600 is performing as intended. No additional product issues were identified.